Manufacturer narrative:
The suspect product is the advantage meter.

Event description:
Pt reported obtaining blood glucose results, of 2, 3, and 0 or 8 mg/dl on the advantage system strip lot not provided and strip expiration date not provided). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. The pt indicated he could not, but needed to test his bg. Technical support requested the return of the suspect product and arranged a pharmacy replacement. These results fall outside the systems measurement range of 10 to 600 mg/dl. The customer reports he was just dismissed from the hospital for having a diabetic ulcer.